Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and found no observations related to the customer complaint.the receiver download and charge were performed and reviewed .the battery recharged to full capacity. The receiver was tested on the global receiver functional test station . The unit failed due to firmware incopatibility with the test station.additionally a pairing test was performed and the receiver passed it. The customer complaint was verified during the review of receiver download but the root cause could not be determined.